Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2367. This complaint was not confirmed in the lab due to a lack of a sample. The lot number is unknown; therefore, a batch review was not performed. There was not enough data within the complaint information to identify root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a report of the home choice (hc) "not doing anything". The home patient (hp) states that the hc was not doing anything and it will not respond to any button pressing, the display shows dwell 1 of 3. The technical service representative (tsr) had the hp cycle power and the hc alarmed with a system error (se) 2367. The tsr arranged for a swap since the hc was not responding. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The hp followed up with the pd rn regarding the alarm received. The hc was swapped and the hp stated he has continued therapy without any problems. No patient injury or medical intervention was reported.